Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the touchscreen is not responding to presses while the customer is attempting to unlock the pump. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Unable to confirm the reported issue due to different issue confirmed.